Manufacturer narrative:
Article titled: "comparison of clopidogrel monotherapy after 1 to 2 months of dual antiplatelet therapy with 12 months of dual antiplatelet therapy in patients with acute coronary syndrome.¿ the device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. The reported patient effects of myocardial infarction, thrombosis/thrombus, stroke/cva and hemorrhage are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, thrombosis/thrombus, stroke/cva and hemorrhage and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6a: estimated date. D4- the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report.

Event description:
The article aimed to test the hypothesis of non inferiority of 1 to 2 months of dual antiplatelet therapy (dapt) compared with 12 months of dapt for a composite end point of cardiovascular and bleeding events in patients with acute coronary syndrome (acs). The stopdapt-2 acs clinical trial enrolled 4136 patients with acs who underwent successful pci using cobalt-chromium everolimus-eluting stents (xience) at 96 centers in japan from december 2015 through june 2020. Patients were randomized either to 1 to 2 months of dapt followed by clopidogrel monotherapy or to 12 months of dapt with aspirin and clopidogrel. The primary end point was a composite of cardiovascular outcomes including cardiovascular death, myocardial infarction, definite stent thrombosis, stroke, bleeding, target lesion revascularization, and hospitalization. The article concluded that in patients with acs who underwent successful pci using cocr-ees, clopidogrel monotherapy after 1 to 2 months of dapt failed to attest non inferiority to 12 months of dapt with aspirin and clopidogrel for the net clinical benefit with a numerical increase in cardiovascular events despite reduction in major bleeding events. Details are listed in the article, titled "comparison of clopidogrel monotherapy after 1 to 2 months of dual antiplatelet therapy with 12 months of dual antiplatelet therapy in patients with acute coronary syndrome.¿ no additional information was provided. For reporting purposes, the date of procedure/implant will be estimated as (B)(6) 2015 this is the first of the month that the patients consented to be in the trial. Date of event/death will be estimated as (B)(6) 2016 as follow up was performed at 1 month.